Event description:
The customer stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 350 mg/dl. The customer stated that he changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.